Manufacturer narrative:
An evaluation of the returned device confirmed that a tine of the inserter fork had been cut. The manufacturing and inspection records for the instrument were reviewed and did not reveal any issues. It is important to note that spineology does not advocate cutting the inserter fork to release the implant. The physician's inability to disengage the inserter fork from the implant was likely attributed to the tissue surrounding the device which may have prevented its release. Additionally, the physician's inability to disengage the implant using the elite implant release tool further exemplifies that either the annulus or other surrounding tissue may have impinged the inserter fork. Creating a slightly larger annulotomy may have allowed the physician to disengage the inserter fork from the implant.

Event description:
The physician was performing a 3-level lumbar interbody fusion procedure from l2-l5. The first two spinal levels were completed without incident. On the 3rd spinal level, an elite expandable implant was loaded onto the elite implant inserter and advanced to the intervertebral disc space for placement. Upon attempting to release the implant from the inserter, the inserter fork was unable to disengage from the implant. The physician used the elite implant release tool; however, the inserter fork remained unable to disengage from the implant. Various other attempts were made to release the implant without success. The physician used a burr to cut the inserter fork to release the implant. The distal end of the inserter fork remained engaged with the implant but was able to be removed. As the physician was removing the distal device fragment, the patient suffered a dural tear which was repaired. The procedure was completed without further incident.